Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. It was observed that the device had 6.7 lifetime hours of use. This excessive on-time depleted the device's internal hybrid layer capacitor (hlc) batteries and caused the hlc batteries, designators bt1, bt2 and bt3 on the analog pcb assembly to become damaged. The hlc batteries, designators bt1, bt2, and bt3 being damaged, would not charge correctly anymore to power the device. The device will be replaced with a new loaner device.

Event description:
A physio-control service representative reported that a loaner device did not power on when he wanted to prepare the device to be sent to a customer. The device had a charge-pak icon in the readiness display. After replacing the charge-pak battery charger, the device would still not power on, and had all three icons in the readiness display (charge-pak, attention and service wrench icon). There was no patient use associated with the reported event.